Event description:
The procedure involved two minirails using a kissing balloon technique to treat an in-stent re-stenosis in the mid lad and a lesion in the diagonal ostium. After inflation, a dissection was noted in the lad, distal to the previously placed stent. Brachytherapy had been planned; however, instead another stent was placed to treat the dissection.